Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this system was a part of a revision due to a device erosion and pocket infection. The device was explanted while the electrode remains implanted. No additional adverse patient effects were reported.